Event description:
The force sensor plate was physically damaged and the force sensor resistance measurement was out of calibration. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for investigation. The force sensor calibration test confirmed the sensor is not detecting the correct force, a damaged dimpled force sensor plate was observed, and the force sensor resistance was found to be above specs. There was no load step or motor defects found or duplicated during testing.